Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary angioplasty procedure using a 7f sheath. Reportedly, the needles did not capture the anterior wall of the artery. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: the "needles did not capture the anterior wall of the artery" was referring to a link break. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6; device code 2616- malposition of device- suture was removed.